Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. We have created a complaint to capture the patient events with ethibond suture can the number of patients be identified? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed , specific medical/ surgical intervention per patient. Were these cases previously reported? Are there devices to be returned for analysis? Is the product code /lot number available for any of the devices used? Please describe "slippage of stitch" further. Is this a knot slipping or untying? Does the surgeon believe that the ethicon ethibond sutures were related to any adverse events in this series of patients described in the article?

Event description:
It was reported in a journal article that children underwent a staged laparoscopic traction-orchiopexy for intraabdominal testis from september 2009 to april 2013 and suture was used. Slippage of the traction stitch occurred in 16 out of 140 cases and patient was subject to redo traction. Additional information was requested.